Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks until therapy was exhausted due to an atrial arrhythmia. No additional adverse patient effects were reported.

Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.